Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer stated that the insulin pump was exposed to sweat. Customer also stated that the insulin pump has a crack on the right corner of the display screen. Blood glucose level was 432 mg/dl at the time of the call. No further information was reported.